Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that friend called this morning to check on patient since he is deaf. Nd alarm, settings reviewed, pump off/on. Pump displays run. No further questions. No patient injury was reported.